Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Investigation revealed that the hard metal plate on the fixed jaw is missing. The solder is complete on the jaw surface. On the concave side there is a burr, hart metal and jaw are grinded togehter during production. Due to to current information and as a result of our investigation the root cause for this issue is most probable a mechanical overload of the device during use. When the excessive force was applied to the device cannot be detected anymore. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a needle holder. According to the information received, the patient was operated on (B)(6) 2019 and needle holders were used. The patient went under surgery again due to a different reason on (B)(6) 2019. During this surgery surgeon found a needle holder inlay from last surgery. No additional information recevied. No patient harm reported.